Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported prior to use of bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibit poor sleeve function(sleeve side piercing). There was no health impact or consequences reported.

Event description:
Report 2 of 2: it was reported prior to use of bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibit poor sleeve function(sleeve side piercing). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 20-jan-2026. Investigation summary: bd received customer samples and 3 photos for investigation. One of the customer photos shows a device with blood leakage in the holder. Another photo shows a device with the np cannula pierced through the tip of the sleeve. However, there is no photo showing the IV cannula of the device so needle point integrity could not be evaluated. Thirty (30) of the customer samples were subjected to a visual inspection for needle point integrity. All samples passed testing with no evidence of poor needle point integrity. Additionally, 10 of the customer samples were subjected to a test for lube coverage. All samples passed testing exhibiting sufficient lube coverage on the IV cannula. Furthermore, 10 of the customer samples were randomly selected and subjected to sleeve function testing using ten tubes per needle. All the samples passed testing as there was no evidence of damage to the device, side pierced sleeves, poor sleeve recovery, or sleeve leakage during use. This complaint has been confirmed for the indicated failure mode sleeve function. This complaint is unable to be confirmed for the indicated failure mode, needle point integrity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.